Manufacturer narrative:
(B)(4). The opt846 interface is used to deliver humidified oxygen to patients. The opt846 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt846 nasal cannula was returned to fisher & paykel healthcare (B)(4) for investigation where it was visually inspected. Result: visual inspection of the complaint cannula revealed that the nasal prong was found broken at the left headgear connection point. Furthermore, the tubing was found stretched next to the manifold, and the manufold and tube was found assembled to the wrong side. Conclusion: the damage observed was most likely due to overtightening of the head strap. The opt846 interface may have been disassembled from the manifold and tube and incorrectly reassembled by the caregiver or user. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt846 nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt846 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the connection between the nasal prong and the head strap of opt846 nasal cannula was damaged. There was no patient consequence.